Event description:
The customer reported that the device failed to charge.

Manufacturer narrative:
The customer reported that the device failed to charge. The unit was evaluated by philips locally. The symptom was verified. Replacing the therapy pca resolved the issue.